Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported no ac power. No patient harm reported.

Manufacturer narrative:
The manufacturers field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the distribution panel to resolve this issue.